Event description:
Acct reports a "herniated septum on injection site after infusion of lipids". Rptr states "no problem with the children reported". A blunt syringe cannula was used to access septum. States inversion occurred during injection of medication. Injection site was note used with a stopcock, it was placed directly onto a triple lumen 3 lead set.